Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported that he was in the hospital with high blood glucose of 630 mg/dl and diabetic ketoacidosis. The patient was treated with an intravenous insulin drip. In addition to diabetic ketoacidosis, the customer's symptom of high blood glucose was vomiting. He was wearing the insulin pump at the time of hospitalization. A bolus delivery was attempted at the hospital and no insulin came out. Nothing further was reported.